Event description:
The customer reported that when the vela ventilator was immediately powered on, xdcr (transducer) fault, low ve (minute ventilation), low pip (peak inspiratory pressure), and high rate alarms were triggered. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."